Event description:
It was reported that the catheter completely broke off during the slitting process. The remainder of the sheath was able to be removed using hemostat and slitter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit, the mechanical operation of the catheter was damaged, the mechanical operation of the catheter shaft was bent, and visual summary analysis of the catheter indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.